Event description:
It was reported that a pt had undergone a liver transplant. During post-operative ventilation, amphotericin b was nebulized into the breathing circuit between the device and the pt. The device subsequently became blocked and the pt developed a tension pneumothorax. The device was removed and the pt was successfully resuscitated. The model of device used in this case at the health care facility was substituted for a different model device, because the latter was out of stock at the facility. The labeling of the substituted device model used in this case states a contraindication if medication is to be nebulized. No permanent adverse effects on the pt were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.